Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the proximal shaft of the 2.25 x 12 mm xience alpine stent delivery system separated during advancement into the guide catheter. Both devices were removed from the anatomy. Another xience alpine was used with the same guide catheter to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.